Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge or boot due perpetual rebooting. Open receiver, detached u1 pcba, and retrieve the receiver download. A review of the downloaded receiver log did not find any errors related to the customer complaint. Measure vibrator motor resistance.and vibrator resistance is within specification. The reported event of a an intermittent vibration was not confirmed. A root cause could not be determined.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on mon aug 28 18:16:51 edt 2017 with 3004753838-2017-61841. The ack3 was received on mon aug 28 18:16:51 edt 2017 with coreid: (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.